Manufacturer narrative:
Concomitant product: product ID 8709, lot # j0177974r, implanted: (B)(6) 2001, product type: catheter.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
Additional information: side port access was done to check the catheter patency. They were unable to aspirate. The catheter was occluded. The location of the issue was unknown. The catheter was replaced on (B)(6) 2014. The patient recovered without permanent impairment.

Manufacturer narrative:
Additional information: product ID 8709, lot # j0177974r, explanted: (B)(6) 2014; product ID 8578, serial # (B)(4), explanted: (B)(6) 2014. (B)(4).

Event description:
It was reported the patient had the pump replaced in (B)(6) 2014 (refer to manufacturer report # 3004209178-2014-22251 regarding pump replacement) and never had therapeutic effect with the replacement pump. The patient was ¿suffering with pain, bad and needed help.¿ the patient was looking for a closer physician. The patient was seen last week because ¿it was not even working¿ and the healthcare provider (hcp) wanted to do surgery again to replace the catheter. The patient could not get a hold of the surgeon, however. The patient had been in pain for over three months. The pump was being used to deliver fentanyl. The cause of the event, if there was a catheter issue, interventions required, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.